Manufacturer narrative:
N/a

Event description:
A patient in (B)(6) was undergoing crrt which included a prismaflex m100 filter set. An external leak was observed on the effluent line. Treatment was stopped and the patient had an estimated blood loss of 152ml when the blood in the extracorporeal circuit was not returned.